Event description:
The patient stated a toric silicone single piece lens was implanted in their eye. At one week post-op there was no improvement in their vision. The patient was brought back into surgery and the surgeon repositioned the lens. The patient still had declined vision. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
(Declined vision).